Manufacturer narrative:
E1: patient city: (B)(6). Patient country: india.

Event description:
Unomedical reference number (B)(4). Event occurred in india. On (B)(6) 2024, it was reported by the patient that infusion set cannula was kinked within one day of use. Infusion set was placed in abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.